Event description:
One of the valves on the hyperinflation bag failed. The baby was not getting any oxygen. The baby had to be med-evaced to another hospital due to this problem. Rptr has no information on the baby's condition.